Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. (B)(4). The pump was not returned for evaluation. No device related issues were reported. A correlation between the device and the reported event could not be determined. Stroke, bleeding, infection, and right heart failure are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2016 due to a brain injury from a spontaneous hemorrhagic stroke. The patient had a previously unreported pump pocket infection early (B)(6) 2016 and underwent an incision and drainage mid-march with a wound vacuum assisted closure (vac) placement and ultimately skin graft closure. The patient's course was complicated by right ventricular failure and fluid overload. There were no device issues reported. No further information was provided.